Event description:
Possible atrial undersensing noted on egms, atrial sensitivity already programmed to most sensitive setting, 0.15 mv. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).